Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent a surgical procedure and was having communication issues afterwards. The company representative was able to troubleshoot and recover the patients ipg.

Manufacturer narrative:
Date of event is estimated.